Event description:
Material #: unknown batch#: unknown. It was reported that the bd syringe leaked. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached issue - leaking ¿ bd plastic dosing syringe (1 ml) with needle attached reference number - pr# (B)(4). "Caregiver called to say medication leaked outside of the needle when drawing up dose. She had to discard and utilize another vial/syringe/needle. The phone connection was very distorted, and I was not able to understand much of the conversation. I attempted to call back a little later, yet unable to reach her. I was able to hear mom say she used another vial and patient was able to get their daily dose."

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.